Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the underside of the articular surface does not fit with the double dovetail of the tibia. The surgeon attempted to fit together the products multiple times.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products - ng ps pre stem tibia plate sz 4 p# 00598003702 l # unknown. This complaint was confirmed as the articular surface was returned and evaluated. Visual inspection found scratches on the articulating surface. The anterior surface has a compressed rectangular section. The inferior side has multiple gouges and dents. The right side of the dovetail feature is compressed and the left side is flared out. Measurements of the product identifiers found them within tolerance. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. The most probable root cause for the issue of articular surface not seating on the tibial tray is failure to follow the IFU. The dovetail feature can be compressed due to improper insertion technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.